Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that (B)(6) 2014, the patient sits all the time and the pump was pushing up on the patient's ribs. The patient got an infection on the left side, as it was pushing pump out through the original opening. In (B)(6) 2014 it opened up again, as the pump pushed out and had to be replaced. A new smaller pump was placed on the back left side of the patient. The patient was placed on "other med" (could not remember what the name of it was) for the infection, and it healed up just fine. The drug that was used via the device system was baclofen. If was noted that the reporter was not a good historian and some of the information could be incorrect. If additional information is received this report will be updated.